Event description:
It was reported that a balloon rupture occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.